Manufacturer narrative:
Date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a labeling issue occurred. While outside the patient and during preparation, a 3.00 mm x 16 mm synergy stent appeared to be too long. The device was measured and was observed to be 3 mm x 20 mm long. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a labeling issue occurred. While outside the patient and during preparation, a 3.00 mm x 16 mm synergy stent appeared to be too long. The device was measured and was observed to be 3 mm x 20 mm long. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was further reported that the size of the stent was different from what was on the box.